Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced ongoing high blood glucose (bg) levels (304-360 mg/dl) and insulin delivered via the pump was used to address the bg level. The cause of the high bg was not known. The contact/customer wondered if the pump noise was prohibiting insulin delivery. The noise was not a pump alarm and was described as the "normal sound of insulin delivery from the pump, just much louder". Tandem technical support verified that no alarms were found in the pump history and explained to the contact/customer that the noise did not indicate that anything was wrong with the pump and if there was a problem, the pump would notify them. The customer acknowledged the information and required no further assistance.